Manufacturer narrative:
The hill-rom tech found the bed's scale had been zeroed incorrectly and lost its zero reference. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unk if the facility performs preventative maintenance on this bed. The tech zeroed the scale to resolve the issue. The tech thoroughly tested the bed exit system and it functioned as designed. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating all of the pt positioning module lights were flashing. The bed was located in (B)(6) at the facility. There was no pt/user injury reported. (B)(4).